Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her pump alarmed pump error, rebooted, and will not connect to her meter. Her blood glucose was 206 mg/dl. During troubleshooting, the customer said that the alarm did not occur during the rewind/prime sequence. She was assisted in performing a self-test and it failed. The pump error alarm occurred again. She was advised that the pump needed to be replaced. The insulin pump will not be returning for analysis.